Manufacturer narrative:
(B)(4). A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the patient was receiving adrenaline through pump module. The patient¿s heart rate increased, exceeding 200 beats per minute with a systolic blood pressure exceeding 250mmhg. The lvp displayed a rate of between 40-50ml/hr but the nurse found the infusion bag ¿free-flowing¿ despite the infusion set being safely loaded in the lvp. Upon looking at the pump module and the drip chamber, the nurse observed that the medication appeared to be free flowing and the device displayed an infusion rate of 40-50ml/hr. The infusion was stopped immediately, and in time the patient's blood pressure and heart rate stabilized. The specific were removed from patient care and were handed over to the hospital technical department. The patient was hemodynamically unstable. Dextrose 5% 200ml with noradrenaline was administered to the patient to hemodynamic requirements. Once the patients blood pressure and heart rate neared baseline, the noradrenaline was slowly resumed and the patient recovered to the vital signs as before the event. No further immediate deterioration was reported after restarting the infusion. At the time of and prior to the reported event, the patient was already critically ill with an anticipated poor outcome. It was then reported that the patient expired as a consequence of the nature of her critical illness.

Manufacturer narrative:
Initial reporter addr 1 : (B)(6). A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that the patient was receiving adrenaline through pump module. The patient¿s heart rate increased, exceeding 200 beats per minute with a systolic blood pressure exceeding 250mmhg. The lvp displayed a rate of between 40-50ml/hr but the nurse found the infusion bag ¿free-flowing¿ despite the infusion set being safely loaded in the lvp. Upon looking at the pump module and the drip chamber, the nurse observed that the medication appeared to be free flowing and the device displayed an infusion rate of 40-50ml/hr. The infusion was stopped immediately, and in time the patient's blood pressure and heart rate stabilized. The specific were removed from patient care and were handed over to the hospital technical department. The patient was hemodynamically unstable. Dextrose 5% 200ml with noradrenaline was administered to the patient to hemodynamic requirements. Once the patients blood pressure and heart rate neared baseline, the noradrenaline was slowly resumed and the patient recovered to the vital signs as before the event. No further immediate deterioration was reported after restarting the infusion. At the time of and prior to the reported event, the patient was already critically ill with an anticipated poor outcome. It was then reported that the patient expired as a consequence of the nature of her critical illness. Death was not contributed to the bd device.